Event description:
It is reported that the pt was revised due to instability.

Manufacturer narrative:
Evaluation summary: no device or photos were received; therefore the condition of the components is unk. Surgical notes were returned with the complaint for review and do not indicate a root cause. However, it is noted that the surgeon made several releases to balance the flexion and extension gaps and utilized a thicker articular surface to provide more stability in the revision surgery. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint maybe revised upon return of x-rays and/or product or further info. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on the investigation, the need for correction action is not indication. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.